Event description:
A report was received the pt's precision system was explanted due to infection at the ipg site. The pt was experiencing drainage. A PICC line was inserted and the pt was given antibiotics. The pt was sent to rehabilitation facility were she will continue to be administered antibiotics. The physician does not feel the infection was device related. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.